Event description:
Rn placed a 24g peripheral IV into patient's hand as per usual protocol. Catheter with positive blood flashback. Upon flushing the catheter, it was noted to be leaking. Catheter removed and it was found that the catheter was leaking directly at the hub. Patient then had to have another IV attempt.